Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-231650e, serial: (B)(6), batch: 7196304.

Event description:
It was reported that the patient was experiencing severe leg pain when the physician removed the trial lead. The physician noted that the patients leg pain was not related to the lead pull. The explanted devices will not be returned.